Event description:
Additional information received. Records alleged infection prior to revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021. No device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided. H10 additional narrative: added: b5 and h6 (clinical code). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infections (e19). Corrected: a1, d1, d2a, d4 (catalog) and d10.

Event description:
After review of medical record, patient was revised to address large adverse local tissue reaction, increasing pain and swelling. Revision notes stated that synovial fluid was removed which was reddish black color. There was a bit of corrosion around the trunnion. There was metallosis in the acetabulum.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr xl litigation records received. Plaintiff alleges pain, rashes, memory loss, abnormal chromium level, metal poisoning, weakness, metallosis, metal debris, fear, anxiety, depression and disfigurement. Doi: (B)(6) 2006 dor: none reported right hip.